Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) with the related device. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/ misshapen), and kinks in the sheath located 2.5 and 5 cm from the tip of the device. The damage to the tip of the device is consistent with the device being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 04 may 2018. It was reported the release criteria were not met. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used along with a 30mm watchman® laa closure device & delivery system. The closure device was deployed, but the laa could be adequately sealed. They partially recaptured and repositioned the closure device, but the leak remained. The procedure was aborted and they removed the delivery and access system from the patient. There was no reported issue with the access system. There were no patient complications and the patient's status was stable. However, returned device analysis revealed inner liner delamination on the tip of the access system.